Manufacturer narrative:
The customer¿s report that the devices separated while in use was not confirmed. Visual inspection of the set noted no holes or tears on the tubing of the set and no cracks, crazing or breaks on the components of the set or on the connectors. There were no other anomalies. Functional testing was performed and there was no separation of the samples. A stopcock was attached to the end of the configuration and an infusion was allowed to flow via gravity. There was no separation of the samples. The root cause was not identified.

Event description:
The customer reported that the maxplus extension set is disconnecting from maxplus clear connector and leaking during patient use.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The investigation was performed on an unused associated sample and the suspect sample was not returned.